Event description:
Defective valve mechanism.

Manufacturer narrative:
The device history record (DHR) for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The device was reported to be explanted and pending return to new world medical. Upon device return and evaluation, an addendum will be filed.